Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. No phone number provided. The manufacturer¿s international service technician confirmed the reported display issue.credit for the defective display was requested.

Event description:
The customer reported out of box screen failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 13nov2018. Date of manufacturer: 11nov2018.

Manufacturer narrative:
Event date: 01/21/2019. Manufacture date: 04/24/2019. Failure analysis on the returned unit shows that this failure was corrected by performing the touch screen calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.